Manufacturer narrative:
Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Corrosion was observed on the printed circuit board (pcb), which contributed to the batteries depleting. The fluid path was inspected for internal leaks, but no leaks or corrosion source were identified. It could not be determined when and how the pcb corrosion occurred and if it contributed to the reported event. No other damages or defects were found with the device. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level remained elevated at above 250 mg/dl despite corrections. The pod adhesive was also reported to not stick well to the skin. The pod was worn between 49 and 71 hours on the leg. As treatment, a new pod was applied. Investigation of the pod found corrosion in the printed circuit board (pcb).